Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) had autofill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, g7, h2, h10, h11. Corrected fields: a1, b5, b6, b7, d5, d10, e3, g1(contact person), h6 (impact code).

Manufacturer narrative:
Testing of actual/suspected device(10) a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse tested and observed purge assembly inoperative. Fse examined crm and observed blood contamination in drain tubing. Fse removed top cover and observed blood contamination continued through blood detect tubing and in purge assembly causing auto-fill failure. Replaced all blood contaminated parts and leak tested to specifications. Passed all leak tests. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had autofill failure. It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.